Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported that the patient was under the age of 60. Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the device lot number. Therefore, the expiration and device manufacture dates are unknown. (Implant date): the exact implant date is unknown. The provided implant date, (B)(6) 2019, was chosen as the best estimate based on the information that spaceoar was implanted 14-15 months prior to the fistula occurrence. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, the patient requested spaceoar with stereotactic body radiation therapy (sbrt). Reportedly, there was no issue with spaceoar placement. The patient developed a fistula approximately 14 to 15 months after the procedure. The fistula was confirmed with a colonoscopy. The patient was referred to undergo a loop ileostomy with suprapubic tube placement to divert urine and stool. The patient is planned to undergo a delayed repair with gracilus muscle interposition.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown; however, it was reported that the patient was under the age of 60. Block b3: the exact date of the event is unknown. The provided event date,(B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. Block d4, h4: the complainant was unable to provide the device lot number. Therefore, the expiration and device manufacture dates are unknown. Block d6 (implant date): the exact implant date is unknown. The provided implant date, (B)(6) 2019, was chosen as the best estimate based on the information that spaceoar was implanted 14-15 months prior to the fistula occurrence. Block h6 (patient codes): patient code 1862 captures the reportable event of fistula. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to the complainant, the patient requested spaceoar with stereotactic body radiation therapy (sbrt). Reportedly, there was no issue with spaceoar placement. The patient developed a fistula approximately 14 to 15 months after the procedure. The fistula was confirmed with a colonoscopy. The patient was referred to undergo a loop ileostomy with suprapubic tube placement to divert urine and stool. The patient is planned to undergo a delayed repair with gracilus muscle interposition. On (B)(6), 2020, additional information was received stating that the patient was a healthy young man in his 50s who had spaceoar placed unremarkably a year ago and then had standard stereotactic body radiation therapy (sbrt) 5 fractions every other day. The spaceoar appeared normal and in the right position. The patient began developing increasing pain in the rectum a few months ago and used camphor suppositories as a way to deliver cannabidiol (cbd) for painkilling. The patient later developed a small fistula and was sent to another physician for a gracilis flap repair.